Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 432 mg/dl. Customer treated with an injection. Troubleshooting found that the cannula was bent and customer had issues with the infusion set. Customer was advised on proper insertion technique and to return the infusion set for analysis. Customer was advised that the infusion sets would be replaced. No further details given.